Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture.

Event description:
According to the reporter, during a lap sleeve procedure, the product handle would not fire. A new handle was opened in order to complete the case. No patient adverse events were reported. Patient is alive with no injury. No reinforcement material was used.